Event description:
It was reported that an "oily substance" was found dripping from the bd plastipak¿ syringe during use, after removing the air and before connecting the needle to aspirate medication. The following information was provided by the initial reporter, translated from portuguese to english: "when removing the air before connecting the needle in order to aspirate the medicine, it was noticed that a drop has fallen from the desk. When observing the syringe it was noticed an oily substance dripping from inside."

Manufacturer narrative:
H.6. Investigation: DHR, quality notifications and maintenance records were performed, where records were found potentially related to failure. Through the analysis of the client's sample and tests carried out, a possible cause for the occurrence would be linked to a silicon nozzle triggered directly according to pm (B)(4), which was opened for the correction of the incident. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an "oily substance" was found dripping from the bd plastipak syringe during use, after removing the air and before connecting the needle to aspirate medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing the air before connecting the needle in order to aspirate the medicine, it was noticed that a drop has fallen from the desk. When observing the syringe it was noticed an oily substance dripping from inside."